Manufacturer narrative:
Arjo was informed about an event which occurred in (B)(6) medical center in the us. Following information gathered, the safety side rail was broken off the citadel plus bed by a bariatric patient. No injury nor other medical consequences were reported to arjo. The review of post-market surveillance data and the investigation carried out at the manufacturer side revealed that the main factor which could lead to the safety side detachment might be related to an excessive force applied to the safety side. This finding is in line with information provided by the customer as the safety side rail was broken off by additional force created by the bariatric patient who used safety side as a support when trying to sit down. Sum up, the safety side rail was detached from the safety side rail mechanism and from that perspective, the citadel plus bed did not meet the performance specification. While the incident occurred the bed was being used by the patient. Although no adverse event occurred, the complaint was decided to be reportable due to the safety side detachment.

Event description:
Arjo was informed about an event which occurred in (B)(6) medical center in the us. Following information gathered, the safety side rail was broken off the citadel plus bed by a bariatric patient. No injury nor other medical consequences were reported to arjo.